Event description:
It was reported that during an unk procedure, stapler would not fire. No patient consequences were reported.

Manufacturer narrative:
(B)(4).date sent: 7/7/2026.d4: batch # unk.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.a manufacturing record evaluation was performed for the finished device cdh31p lot number a99n6c and no non-conformances were identified.additional information was requested and the following was obtained:during a tatme, the anvil was placed and connected to the device trocar. A click was heared and the orange sticker was no longer visible. The battery was already inserted and the display lit up, indicating battery connection. Upon turning the adjusting knob until the orange indicator was in the green field on the display, the safety was removed. Pressing the firing trigger, however, did not fire the device. The sales rep. Was phoned and gave instructions to take out- and reinsert the battery and try again, but the device did not fire.the anvil had to be cut out and a new (manual) device was opened, barely leaving enough length for a new anastomosis to be made.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.